Event description:
While passing the wire guide, the surgeon noted an area where the wire was bent/flaccid and was unable to deploy the stent.======================manufacturer response for disposable guide wire, bentson ptfe wire guide (per site reporter).======================they asked for the wire to be sent to them for evaluation. There was not any harm so we can release the wire.